Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed, resulting in inappropriate automatic mode switch. No patient symptoms were reported. No intervention was performed and the patient would continue to be monitored normally.